Event description:
It was reported that the patient would continue to be observed as they were not a pump exchange candidate due to their age.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provide by the account confirmed low speed and pump stop events. Although a specific cause could not be conclusively determined through this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The account reported that the patient presented to the hospital for a regular checkup on (B)(6) 2021. The patient had been on a non-grounded patient cable at home since (B)(6) 2018; however, review of the log file from the patient¿s controller revealed that the patient was experiencing pump stops and low speed events event when connected to batteries. The patient was scheduled to return to the hospital on (B)(6) 2021 and log files would be reviewed again. The submitted log file contained data from day 379, hour 6, minute 6, through day 383, hour 0, minute 57, per the timestamps. Several low speed events were captured on day 380 and day 382 while the patient was connected to battery power. These events resulted in 2 pump stops on day 382. Two motor stopped alarms were captured during the pump stop events, and the abnormal pump operation was associated with low speed advisory, low speed hazard, low flow hazard, and low speed operation alarms, as well as power elevations up to 19.8 watts. Many of these events were also associated with pi events. Excluding the low speed and pump stop events, the pump operated above the low speed limit. No other atypical events, alarms, or significant fluctuations in pump parameters were captured. Despite the observed events, the pump appeared to function as intended. Additional information later received stated that the cause of the pump stops was likely a wire-to-wire situation. Due to the patient¿s advanced age, a pump exchange was not possible; therefore, it was reported that the patient would continue to be observed. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08oct2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller was interrogated. The controller showed two pump stops and a speed drop while connected to the 14 volt batteries. The patient had been experiencing pump stops on batteries indicating a phase to phase.